Event description:
Fainted/dizzy spell. Client tanned, went to the bathroom, was coming out of the restroom and started asking for their family member. Girls at desk heard them, they went to see what the client wanted and they were lying on the bathroom floor. Called the paramedics-they checked the client out and they appeared fine. Client walked out of the salon and did not seek any medical attention. Phoned them that evening and today. Client is fine, client stated that they hadn't eaten and started feeling dizzy, after returning call to the salon the next day.